Event description:
It was reported to philips that the system was unable to perform exposure or fluoroscopy, which can impact imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use at the time of the reported event. Philips tried to collect information about the procedure and its completion, but the customer was unable to provide the information. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform fluoroscopy. Upon functional testing, the fse found the detector temperature error. The fse also found that the cooling unit¿s glycol container was damaged, and glycol was spilling from the back of the cooling unit. The fse confirmed that the glycol hoses that connect to the back of the cooling unit were a bit loose on the fittings, so they were leaking glycol. So, the fse resecured the hoses to avoid the leaks, but the cooling unit container suffered from a deformation due to vacuum suction. To resolve the reported issue, the fse replaced the temperature cooling unit ¿ flat detector ¿ module (tcu-fd mod). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.